Manufacturer narrative:
Actual device was not evaluated. Visual inspection: a single image of the reported stem was provided, the reported fracture is confirmed. No additional information could be learned from the image. Clinician review indicated the likely root cause of the stem fracture was cyclic loading of the stem at the junction of the loose proximal region and well-fixed distal region of the stem. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the omnifit stem fractured, stem and head revised.

Event description:
It was reported that the omnifit stem fractured, stem and head revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.